Event description:
It was reported that on the day prior to the report, the ¿wire¿ got stuck on the door and had come untaped from the patient¿s back. On that same day, the patient didn¿t feel ¿anything¿ and was not feeling any relief. On the day of the report, the patient reportedly experienced a shocking or jolting sensation. About 30 minutes prior to the report, the patient attempted switching the screener on and it was on ¿7¿. The patient was reportedly electrocuted and it caused convulsing, shaking and pain. It was noted that stimulation was ¿way too high¿. Two days later it was reported that the patient had a lead pull the day prior to the report. Approximately a week later, it was reported that there were no complications with the lead pull. The patient reportedly had positional stimulation increases during the trial. The patient was moving forward to implant in a few weeks.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician.(B)(4).